Event description:
It was reported that during an unknown procedure, the device only created a partial staple line. The staple drivers were only visible on one side of the cut line. Another instrument was opened and the case completed without incident.